Event description:
Report received from abbott international affiliate (abbott france) of an over-delivery. The report states: "after surgery (left nephrectomy) the pump was used with morphine in bolus mode. The pump didn't stop infusing after infusion of 1mg bolus. The pt called a nurse and the pump has been removed/disconnected. The pt did not experience any adverse event." The abbott international affiliate was queried for further info. It was reported that the pump was programmed to infuse 1mg/bolus dose. No medical intervention was required for the pt. There was no reported adverse event with the pt. No add'l info has been received.